Event description:
It was reported "dry site scrub was found in the kit. This product being dry is a serious infection risk. The issue is that the site scrub had been opened."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.